Event description:
Consumer reported found 1 syringe when removed the needle shield, the needle hub stayed in the shield. Occd (B)(6) 2023(B)(6). Consumer reported found 1 syringe needle shield would not remove from syringe (B)(6) 2023- (B)(6). Lot # 3065237. Catalog# 328520. Sample status awaiting sample. Consumer reported found 1 syringe hard to press the plunger when drawing air into syringe (B)(6). Consumer reported found 2 syringes from this box with excess lube inside syringe when drawing up the insulin (B)(6). Lot # 1343554. Catalog# 328520. Date of event 11/15/2023. Sample status awaiting sample. (B)(6).

Manufacturer narrative:
Correction to h6, device code. Investigation summary: samples were received and an investigation was performed. This is the (B)(4) complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.